Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have a crack at reservoir compartment and on display screen which prevents reading of display screen. Customer also reported that buttons were not responding. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. No low reservoir alarm was noted. The insulin pump had a cracked display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.